Event description:
It was reported that customer observed air bubbles and contacted support by email. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up contact, so no further troubleshooting was performed and no additional information regarding the outcome of the event was obtained.